Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
Customer reported being unable to test due to his adc freestyle libre reader turning on with button press but not with test strip insertion. Customer reportedly received insulin and was "fine". Customer further reported that he went into hypoglycemia and was unable to self treat. Ambulance was called and customer received unspecified medical treatment by the hcp. No further information was provided and attempts to gather additional information has thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported being unable to test due to his adc freestyle libre reader turning on with button press but not with test strip insertion. Customer reportedly received insulin and was "fine". Customer further reported that he went into hypoglycemia and was unable to self treat. Ambulance was called and customer received unspecified medical treatment by the hcp. No further information was provided and attempts to gather additional information has thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. The reader powered on with button depression and strip insertion. An error 7 message was observed during strip insertion. The reader was sent for further investigation and de-cased. Upon visual inspection of the de-cased reader, debris contaminants were observed in the strip port. This issue is not confirmed to use. No malfunction or product deficiency was identified.

Manufacturer narrative:
Section h4 has been updated based on product download. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted.

Event description:
Customer reported being unable to test due to his adc freestyle libre reader turning on with button press but not with test strip insertion. Customer reportedly received insulin and was "fine". Customer further reported that he went into hypoglycemia and was unable to self treat. Ambulance was called and customer received unspecified medical treatment by the hcp. No further information was provided and attempts to gather additional information has thus far been unsuccessful. There was no report of death or permanent injury associated with this event.